Event description:
The manufacturer was made aware of an allegation by an end user of thermal damage to a dc power cord for a bi-level positive airway pressure (bipap) device. The user also stated there was thermal damage to the dc input to the bipap device as a result. There was no harm or injury reported. The user indicated he had experienced issues with the cord not powering on the device prior to the reported event. He discarded the power cord, and the bipap was not returned for evaluation. The exact age of the power cord/supply are unknown; the bipap device was manufactured in 2007. This device delivers positive airway pressure therapy for the treatment of obstructive sleep apnea (osa) only in spontaneously breathing patients weighing >(B)(6) lbs. ((B)(6) kg). This device is not intended for life support. Product labeling instructs the user to periodically inspect electrical cords, cables, and the power supply for damage or signs of wear, and to discontinue use and replace if damaged. The manufacturer is unable to confirm the allegation of thermal damage, or root cause of the reported event, since no product was returned. Based on the information available, the manufacturer concludes no further action is necessary.